Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that the pt was presented to the community hospital with gastrointestinal (gi) bleed an hemoglobin between 5 to 6. The nurse called the MFR's on call service to notify the pt's implanting center for proper transfer. The pt had been given 2 units of blood; however, the nurse reported that the vad was operating well and was not alarming.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.